Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor cannula retracted inside sensor base no broken or missing parts were observed during analysis. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call issue with the sensor cannula missing. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor cannula fractured inside the customer's body during use. Customer was advised to reach out to her healthcare professional regarding sensor cannula being in her body. Sensor is being replaced and is expected to return for analysis.